Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: douvan. Stent: xience v 3.0 x 18. Guide wire: sion blue. Guide cath: 6f profit. Patient selection. The xience v 3.0 x 18 stent is being filed under a separate medwatch MFR report. The reported ischemia and thrombosis are listed in the xience v instructions for use (IFU) as known adverse events associated with coronary stenting. In this case, the patient was hospitalized and treated with medication and an intra aortic balloon pump. It was reported that the patient had an acute myocardial infarction. It should be noted that the IFU is contraindicated for patients who had recent acute myocardial infarction (ami) or who have not normalized the cardiac enzyme levels after ami. However, it is unknown if this contributed to the reported patient effects. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that during the procedure in the circumflex artery for treatment of myocardial infaction, pre-dilatation was performed three times at 12 atmospheres (atm) using a non-abbott dilatation catheter. Blood flow in the peripheral distal segment decreased and st elevations occurred. Nitorol was administered without improvement; therefore, a 2.5 x 23 xience v stent was deployed at 8 atm in the mid circumflex. There was no reflow; therefore, sigmart was injected. A 3.0 x 18mm xience v stent was deployed at 8 atm in the proximal circumflex. Thrombosis was aspirated using a thrombuster. Sigmart and nitrol soran were injected but flow did not improve and the procedure was ended. An intra-aortic balloon pump (iabp) was inserted until the following day. The patient was treated with medication and was reported as stable. On (B)(6), 2011, the patient developed thrombosis again and was treated with medication. The patient is reported as stable. No additional information was provided.